Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a cannot start pump with air in-line alarm. The device was visually inspected and there was a detached downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the damaged air detector and mainboard. As a result, the downstream occlusion seal and mainboard were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a failed air in line sensor. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.